Event description:
Additional information was received from the clinical site indicating that the reported "pain post procedure" had a causal relationship with the vns implant procedure. No additional relevant information has been received to date.

Event description:
It was reported by the patient that the patient has discomfort at the generator site area and cannot wear a bra. The patient reports coughing every 90 secs day & night without any relief which was noted by the clinical trial site to be "probably related" to stimulation and the discomfort was noted to be "probably related to stimulation" and "possibly related to implant/ procedure". Further information was received that the patient had her generator and lead completely explanted noted to be due to "adverse event". The generator and lead have not been received into analysis to date. No further details were given. No additional relevant information has been received to date.

Event description:
It was indicated that the post procedure pain, coughing, and discomfort was determined to be resolved by the clinical study team. No additional intervention was noted to be taken. No other relevant information has been received to date.